Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on (B)(6) 2022 with lot number 2230189. Based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification), and missing piece of the shell. Capsular contracture unable to confirm as it is a medical event not related to the device. Additional observations: no observed other observation in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade I. The device has been explanted and replaced.